Manufacturer narrative:
(B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
A manufacturing representative reported there was a sudden change in therapy and high impedances were measured. The extension was broken. A revision was done and the extension was replaced. Impedances were measured to be fine after the revision. There was no patient death or injury and the patient was doing fine after the revision. The patient's indication for use is parkinson's dual and movement disorders.

Manufacturer narrative:
Analysis of the extension found the connector on the proximal end was not completely seated in the implantable neurostimulator (ins) connector port. There was a set screw mark in the outer insulation between contact #0 and #1.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.